Event description:
New information received notes that the correct event date was (B)(6)2017.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate hv therapy due to atrial fibrillation with rapid ventricular response. Upon interrogation, the device was found to be in backup vvi mode. The device was explanted and replaced. Patient was stable before and after the procedure.